Event description:
Report of formal claim received from (B)(6) regarding revision of pinnacle mom hip implants. Revision due to pain, poor mobility and sleep disturbance.

Manufacturer narrative:
Additional narrative: update 22 april 2015. The complaint was reopened due to us receiving the patients medical records including x-rays. The x-rays were reviewed. No implant fracture or implant disassociation was found. No further investigation required per wi-7915. The remainder of the investigation remains unchanged. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Medical records received. After review of the medical records for MDR reportability, lab results from (B)(6)-2010 and (B)(6)-2011 indicated metal ions levels were above 7ppb. The revision operative note wasn't included, but the sticker sheet was indicating the femoral head and liner were revised.